Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial#(B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(6) implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative reported seeing a power on reset (por) message on the day of the report. The patient was no longer seeing the por message when tried to sync with their implant. The patient saw a warning sign in the top left corner of the screen. It was an informational por since the patient was able to clear it. The indication for use includes multiple back operations. There were no patient symptoms reported.